Event description:
On (B) (6) 2008, stryker biotech received a report of an adverse event from (B) (6) concerning a pt who received a synthetic bone putty on (B) (6) 2007. Synthetic bone putty that spilled into the spinal canal during surgery may have contributed to l5 nerve root damage. Additional info has been requested.